Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned to (B)(4) medical for evaluation so the reported event cannot be confirmed. A process review was performed and no discrepancies were found. The initial investigation was completed by the customer (B)(4), and they attributed the cause of the malfunction to be fatigue loading of the weld joint caused by repeated impacts. No further investigation required. Complaint information was provided by (B)(4). Not returned to (B)(4).

Event description:
It was reported during an unknown patient procedure that while impacting the cup, the button on the instrument broke off. No adverse events were reported as a result of the malfunction.